Event description:
An initial event notification was received by sequel med tech, llc, on 10-mar-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported experiencing elevated glucose values beginning on (B)(6) 2026, and ultimately being hospitalized on (B)(6) 2026 for diabetic ketoacidosis (dka). The user reported that prior to admission, they attempted several correction boluses, but the twiist automated insulin delivery (aid) system did not recommend additional insulin due active insulin on board. The pwd reportedly changed the cleo 90 infusion set and twiist cassette at home before presenting to the emergency room (ER) in an "incoherent" state. ER staff reportedly noted that the user's clothing smelled strongly of insulin upon arrival and suspected that the cleo 90 infusion site had leaked. During hospitalization, a physician adjusted therapy settings within the twiist app, but glucose levels did not stabilize as expected. The user was treated with intravenous fluids and insulin, and was discharged on (B)(6) 2026 on multiple daily injections (mdi). The user remains ongoing on their twiist pump.

Manufacturer narrative:
System logs from (B)(6) 2026 show that the twiist automated insulin delivery (aid) system adjusted the basal rate as expected based on input from the user's continuous glucose monitor. The delivered volumes of insulin matched the owed volumes throughout the log data, indicating that the twiist aid system functioned as intended and according to design specifications. A specific root cause for the reported event cannot be determined with the information available for assessment. The current version of the twiist automated insulin delivery system user guide provides information about potential causes of hyperglycemia. This user guide also instructs users to always have a backup insulin therapy plan ready. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.